Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
On (B)(6) 2018, zoll received a medwatch report (mw5080841) from the FDA that a zoll icy catheter was placed in patient per protocol. Cold saline that is supposed to circulate through balloons in catheter, ran directly into patient instead. No harm. Saline leaked out of catheter.